Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy. The arctic sun device giving low flow and air leak. They swapped out to a new device and are getting the same alerts. Adult patient size large pads. 4 pads connected. Normothermia patient temperature (pt) was 38.2c, targeted temperature (tt) was 37c. Walked through stop therapy, empty, disconnect, and reconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected using proper technique. All lines straight with no bends or kinks. Device primes to stop water flow rate (wfr) was 0 l/m. Placed in manual control at 10c. Outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 10.6c, inlet temperature (t3) was 10.4c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 3488.8 and pump hours were 383.6. Reconnected pads while still in mc, water flow rate (wfr) was 1.3 l/m, inlet pressure (ip) was -0.6psi. Disabled manual control and restarted therapy. Device alerted air leak and water flow rate (wfr) was 0 l/m. Advised to swap out to a new set of pads. Per follow up information received via ttm on 26dec2025, spoke with charge nurse who confirmed pad retention. Patient completed therapy with new pads. No issue noted with the device, it remains in service.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy. The arctic sun device giving low flow and air leak. They swapped out to a new device and are getting the same alerts. Adult patient size large pads. 4 pads connected. Normothermia patient temperature (pt) was 38.2c, targeted temperature (tt) was 37c. Walked through stop therapy, empty, disconnect, and reconnect. Fluid delivery line (fdl) secure and in lock position. Reconnected using proper technique. All lines straight with no bends or kinks. Device primes to stop water flow rate (wfr) was 0 l per m. Placed in manual control at 10c. Outlet monitor temperature (t1) was 10.7c, outlet control temperature (t2) was 10.6c, inlet temperature (t3) was 10.4c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.9 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 3488.8 and pump hours were 383.6. Reconnected pads while still in mc, water flow rate (wfr) was 1.3 l per m, inlet pressure (ip) was -0.6psi. Disabled manual control and restarted therapy. Device alerted air leak and water flow rate (wfr) was 0 l per m. Advised to swap out to a new set of pads. Per follow up information received via ttm on 26dec2025, spoke with charge nurse who confirmed pad retention. Patient completed therapy with new pads. No issue noted with the device, it remains in service.